Manufacturer narrative:
(B)(4). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a patient experienced peritonitis and subsequently passed away. The cause of the peritonitis was unknown. The patient was hospitalized for the event. Treatment details were not reported. In the same month as onset, the patient was discharged to home with hospice care. Seven days after discharge, the patient passed away. The cause of death was reported as peritonitis and another unrelated medical condition; however, an autopsy was not performed. It was not reported if therapy remained ongoing prior to death nor was it reported if the patient was performing therapy at the time of death. No additional information is available at this time.

Manufacturer narrative:
(B)(4). The sample was not returned for evaluation and the lot number is unknown, therefore a device analysis could not be performed. Should additional relevant information become available, a supplemental report will be submitted.